Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred.customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.